Manufacturer narrative:
As reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was not visible after the physician connected the device to the sheath. The physician attempted to remove the device, but it could not be withdrawn from the sheath, so it was cut with scissors and then removed. Manual compression was performed afterward to achieve hemostasis. There was no reported patient injury. Upon inspection after cutting, it was confirmed that the advancer tube remained inside the sheath. The mynxgrip vascular closure device was used during a percutaneous coronary intervention (pci). The device and package showed no visible damage prior to use. The procedure was performed via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque at the puncture site. There was no stent located near the puncture site, and the vessel did not present stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any vascular closure device within the last thirty days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip vascular closure device. A 6f non-cordis sheath introducer was used. The physician achieved certification on the use of the mynxgrip vascular closure device and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. There were no issues with deflating the balloon. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube and sealant sleeve were also found in their manufactured positions. The balloon showed no abnormal condition. Additionally, the device was received in a segmented condition: the black handle was separated from the catheter portion, and the shuttle tube was found separated into two pieces. The inflation/deflation test could not be performed due to the segmented condition of the returned device, which prevented any functional evaluation from being executed. A microscopic analysis was performed on the separated sections of the unit to evaluate a potential cause for the segmentation. During this high-magnification review, elongation patterns were noted along the separation borders. These patterns are commonly associated with separations caused by high tensile force interaction. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed through analysis of the returned device as the device¿s deployment mechanism could not be tested due to the returned condition as the unit was purposely cut by the user. Therefore, the exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was received in an extremely damaged condition due to the customer cutting the device, making functional analysis not possible. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. It was also noted that the device was returned with the sealant sleeve in its manufactured position on the separated portion of the shuttle tubing, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible after the physician connected the device to the sheath. The physician attempted to remove the device, but it could not be withdrawn from the sheath, so it was cut with scissors and then removed. Manual compression was performed afterward to achieve hemostasis. There was no reported patient injury. Upon inspection after cutting, it was confirmed that the advancer tube remained inside the sheath. The mynxgrip vascular closure device was used during a percutaneous coronary intervention (pci). The device and package showed no visible damage prior to use. The procedure was performed via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque at the puncture site. There was no stent located near the puncture site, and the vessel did not present stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any vascular closure device within the last thirty days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip vascular closure device. A 6f non-cordis sheath introducer was used. The physician achieved certification on the use of the mynxgrip vascular closure device and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. There were no issues with deflating the balloon. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible after the physician connected the device to the sheath. The physician attempted to remove the device, but it could not be withdrawn from the sheath, so it was cut with scissors and then removed. Manual compression was performed afterward to achieve hemostasis. There was no reported patient injury. Upon inspection after cutting, it was confirmed that the advancer tube remained inside the sheath. The mynxgrip vascular closure device was used during a percutaneous coronary intervention (pci). The device and package showed no visible damage prior to use. The procedure was performed via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque at the puncture site. There was no stent located near the puncture site, and the vessel did not present stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any vascular closure device within the last thirty days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynxgrip vascular closure device. A 6f non-cordis sheath introducer was used. The physician achieved certification on the use of the mynxgrip vascular closure device and has used the device several times prior to this procedure. The device will be returned for evaluation.